Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient had just taken a shower and was feeling dizzy, weak, and unstable. The cgm was 109 mg/dl. There was no bg checked at that time. A brief time later, as the patient was readying for bed, the cgm was 70 mg/dl with double down arrows. No information about cgm alerts or alarms. An ambulance was called by the patient's husband due to her incoherence. Emergency medical service (ems) arrived and checked the patient's blood sugar which was 36-37 mg/dl while the cgm was still showing low. The patient was provided glucagon by ems while she drank orange juice. Her numbers reportedly went back to normal to 150 mg/dl (not specified whether bg or cgm). There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.